Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: embolization (micro and macro) with transient or permanent ischemia, endoleak.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, estimated to be on or about september 1, 2020, follow-up computer tomography imaging determined a proximal type I endoleak, and a type ii endoleak originating from a lumbar artery. No enlargement of the aneurysm was reported. On (B)(6) 2020, the patient underwent reintervention wherein the lumbar artery was embolized, embolization was not successful and the endoleak persisted. On (B)(6) 2020, the patient underwent reintervention wherein an additional stent graft was implanted proximally and nbca glue was injected to embolize the lumbar artery. The patient tolerated the procedure. The physician reports the proximal neck was tortuous. An additional aortic extender was implanted however it is unknown which endoleak persisted. The patient tolerated the procedure.